Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, microscopic visual inspection found no physical damage to the device header. The ra setscrew was missing. The ra sealplug was lifted and visual inspection of the connector block found no damage. A setscrew was inserted into the ra connector block without any issue. The observation was confirmed to be a result of induced damage during the procedure.

Event description:
Boston scientific received information that during a routine device implant procedure, the right atrial (ra) lead did not exhibit adequate capture prior to pocket closure. The physician unscrewed the ra lead from the device header and successfully repositioned the ra lead with the stylet for better lead placement. The physician then attempted to connect the ra lead in the device header and found that the screw was not appropriately seated in the setscrew hole. The physician attempted to place the screw in the hole, but was unsuccessful. This device was ultimately explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.